Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. H1: type of reportable event of serious injury is being submitted due to no defect found on returned meter and test strips. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 14-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from a result obtained that was over 300 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 105-110 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the high blood glucose test result obtained he had contacted his doctor on 10/02/2024. Customer stated at the doctor's office the following day his blood glucose test result had been 91 mg/dl am fasting. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2025 and test strips were opened a month and a half prior to the call. The meter memory was not reviewed for previous test result history.